Event description:
It was reported that cadd extension sets, extension lines are occluding. No patient injury reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. The 11 (eleven) samples received were visually inspected. Results: the samples units were received with its original packaging, don?t present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. Which could cause the failure mode reported. Functional test: samples were tested using a syringe with water to detect any occlusion. Results: during the test, no occluded samples were found, and the water passed without any problem. The complaint is not confirmed. The cause of the reported problem could not be determined. A DHR (device history review) was performed subsequent and no problems or issues were identified during this DHR review.